Manufacturer narrative:
Concomitant medical product(s): product ID: 3998, lot# l89167, implanted: (B)(6) 2001, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 16-jan-2005, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for failed back surgery syndrome. The rep reported that the patient had a battery replacement due to normal end of life (eol) on (B)(6) 2019. They stated that during the replacement procedure, it was determined that all contacts on the patient¿s original lead were bad. The physician removed the old lead and replaced it with a new one. The rep concluded that all impedances were good with the new implantable neurostimulator (ins) and lead. The issue was resolved at the time of the report. No further complications or patient symptoms were reported or anticipated.